Event description:
Event description guidant received information that this lead was explanted and replaced, 5 days post-implant, due to high threshold measurements. Subsequently, at a later date, the lead was returned and the field representative indicated that during repositioning of the lead the patient suffered a perforation. In addition, the helix became stuck and would no extend or retract. It was indicated that the patient had no adverse outcomes related to the perforation.